Event description:
Patient was admitted to ed after having seizure at home, hx seizure disorder. Side rails up, seizure pads on side rails, assessed patient at 0730, took lt side rail down to untangle her cords and help her re-position in bed, left side rail pulled up which was difficult due to seizure pad mattress hanging over side. 0739 lab tech went onto room, found patient laying on the floor on her back, no seizure activity noted, eyes open, confused, left side rail down, seizure pad loose. Helped patient from floor to cart with assist of 2. Area of swelling noted rt forehead.